Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented into hospital after receiving inappropriate anti-tachycardia pacing and high voltage therapy. Device will be reprogrammed. Patient monitoring will continue.